Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.since no lot number was provided, no manufacturing record evaluation could be performed.reason for device explant and/or reoperation: cap con IV.if certain information is unknown, not available or does not apply, the section/field of the form is left blank.manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with mentor memorygel, 500cc breast implant has experienced bilateral capsular contracture grade IV postoperatively. As a result, patient scheduled for bilateral replacement with unspecified implants on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on november 3, 2022 indicated that the patient also experienced bilateral breast ptosis grade iii. Patient also underwent bilateral circum vertical mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 15, 2022 indicated that the patient underwent bilateral replacements: l) cat#:350-6004bc/ sn#:(B)(6), r) cat#: 3506004bc/ sn#:(B)(6) on (B)(6) 2022. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 13, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).